Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. It was noted the patient had an antibacterial absorbable envelope implanted with the cardiac resynchronization therapy defibrillator (crt-d) at initial implant. The crt-d was explanted and replaced. The patient underwent a complete system extraction as a result of the infection. No further patient complications have been reported as a result of this event.